Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the highest they could get on the passive recharge mode was 68 and they couldn't find the device. The issue began friday. During the call patient got 50s and the highest they could get was 74 on passive recharge. Patient got unable to recharge. Patient got no device found again and the highest they got was 69. Patient noticed there were marks on their recharger and it looked like their chihuahua got a hold of their recharger. Patient also mentioned they fell on their side and face. Agent sent request to repair to replace the recharger and redirected patient to their hcp to address the issue. Additional information was received from the healthcare provider (hcp). Hcp mentioned that the cause of the issue is that the patient losing the recharger and they reported the issue to the manufacturer representative (rep) and the issue was resolved with a new replacement. Patient (pt) called back stating they received the replacement recharger (rtm). Pt states they are still having trouble charging the ins. Pt describes the passive recharge screen. Pt states they thinks they were able to charge the ins to 100% last night and the ins was fully depleted by this morning. Pt states typically when they charge the ins they don't have to charge again for a couple of days. Pt states they had fallen 4 days ago, 6 days ago and about 9 days ago. Agent reviewed falls/trauma and redirected to managing physician.